Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used, contaminated sample was received for evaluation. A visual inspection was performed, and the set was assembled according to the applicable drawing. Microscopic examination identified flash and a divot on the end of the arterial patient connector. A luer taper test was conducted on all luers, with all components passing. The sample was then subjected to a leak test, during which leakage was observed at the arterial patient connector. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. The reported issue is due to a manufacturing issue with the arterial and venous patient connectors, which may allow air leakage resulting in microbubbles in the line, which could thus trigger air-in-line alarms. An approved project is in the place to further address issues with air in line. Additionally, b. Braun medical inc. (Bbmi) issued a voluntary urgent field safety correction for streamline® bloodline set for dialog+® hemodialysis system (2521402-9/3/25-004-c [FDA res # 97609]). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow-up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: after 23 hours and 15 minutes of treatment, the arterial line started leaking at the connection to the dialyzer. It was noted that the connection was loose and action was taken to re-tighten the connection. There was no leaking noted for the first 2 hours and 15 minutes of treatment, the leak was very sudden and a steady flow.